Manufacturer narrative:
(B)(4). This lot was manufactured on may 30, 2014 ¿ june 4, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particle, approximately 0.20mm in size, floating within the reservoir. A fourier transform infrared spectroscopy scan determined that the particle was acrylic. The cause of the reported condition could not be determined with the provided information. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found after filling with sodium chloride. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.